Event description:
The customer reported that the k-wire on his olympus evis lucera duodenovideoscope was cut off and the insertion part was pressed during procedure preparation. According to the initial reporter, the intended procedure was completed using another device without any reports of patient harm. During the device evaluation, it was discovered that the inside of the light guide lens was dirty. This report is being submitted to capture the compromised interior of the light guide lens found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was cutting found at part of the k-wire. The inside of the light guide lens was found dirty. The adhesive was damaged, the connecting tube was deformed, and the first switch was damaged. The universal cord was deformed, the connector was corroded, and the cover had been polluted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ·preparation and inspection _ inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. Olympus will continue to monitor field performance for this device.